Manufacturer narrative:
Product event summary the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: mdt-lead implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at follow up check, during a holter testing there were non conducted right atrial (ra) lead p-waves. The physician performed a follow up check but all parameters seems stable. Only amplifying the atrial signal there were isolate double p-wave counting. The sensibility was re-programmed and the double counting disappeared. The ra lead remains in use.